Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the final results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon serial digital interface signals were not displayed occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer (fse) has provided troubleshooting assistance at customer site for the issue reported. Fse has set up tower, connected the serial digital interface (sdi1) and the serial digital interface 2(sdi2) out ports of the subject device to video monitor and found there was no signal. Troubleshooting was performed with 2 different monitors. The customer's reported malfunction of the subject device was confirmed by fse. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative (behalf of the customer) reported to olympus that during installation found no image with the serial digital interface (sdi1) & the serial digital interface 2 (sdi2) ports of the video system center. There was no error message displayed. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.